Event description:
It was reported to philips that the foot switch stopped working and the review pop-up message did not appear on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and replaced the ssd os haswell, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).